Manufacturer narrative:
The reported failure of an error code indicating a permanent failure of the internal li-ion battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.

Event description:
A trilogy 100 ventilator, u.s.a - bt ventilator was returned to the manufacturer for routine preventative maintenance and foam remediation. There was no allegation of device malfunction, and the device was not reported to be in patient use at the time of return. No patient involvement, injury, or adverse event was reported. During evaluation of the device at the third-party service center, no particles were observed. However, an error code indicating a permanent failure of the internal li-ion battery was identified. There was no documentation available to determine the component replacement necessary to address the issue. No repair was performed, and the device was scrapped.